Event description:
The customer reported that the patient developed a pressure injury while using the velaris mattress and that the cells were deflated. The clinical specialist assessed the injury as serious.